Manufacturer narrative:
Invacare awareness date is (B)(4) 2013.

Event description:
The dealer reported that the joystick had a defective cable that shorts out on the power chair. This issue could leave a user stranded.